Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation for 1 minute, the balloon ruptured. The device was removed adn the procedure was completed with a different device. There were no patient complications reported.